Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/27/2015 with the following findings: the returned battery and cartridge caps were used for the investigation. The display contrast was found to be dim and reddish. A review of the black box and cgm history revealed evidence of ¿call service (cs) 215¿ cgm failure warnings. The ¿ez-prime¿ steps were performed correctly; the pump was unable to pair with a test transmitter due to ¿cs215¿ cgm failure warnings. The pump¿s cover was removed; an intermittent condition was found to the cgm module due a cold solder connection to the pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. The display contrast was found to be dim and reddish. The ez-prime steps were performed correctly; the pump was unable to pair with a test transmitter due a cs215 cgm failure warnings. The pump's cover was removed; an intermittent condition was found to the cgm module due to a cold solder connection to the pin. This report is made based on results of investigation completed on (B)(4) 2015.